Event description:
Edwards has learned of a 25mm pericardial mitral valve explant due to patient prosthesis mismatch. Through follow up with the health care provider, it was learned this device was explanted due to mitral stenosis with calcification and ppm. Patient was implanted with a larger mechanical valve after root enlargement. The indications for operation include: this is a (B)(6) female with prior rheumatic valvular disease, who underwent a minimally invasive mitral valve replacement in (B)(6) 2012 via a right thoracotomy approach. At this operation, a 25rnm valve was implanted with a chordal sparing technique. The patient did well initially but has unfortunately developed prosthetic mitral valve stenosis with significant symptoms of shortness of breath and a dilated left atrium with elevated pulmonary artery pressures. An exercise echocardiogram revealed a gradient of 16-18rnmhg across the valve during exercise. She now presents to the operating room for redo mitral valve replacement. The operative findings include: a median sternotomy approach was taken for this operation. The 25 mm tissue valve had a significant pannus formation. The retained cords and subvalvular apparatus were thickened and fused. These were all resected in order to enlarge the annulus and the inflow into the left ventricle.

Event description:
Edwards has learned of a 25mm pericardial mitral valve explant due to patient prosthesis mismatch. The device was explanted after an implant duration of one (1) year and nine (9) months. No other information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite requests for additional information by phone, fax, email and in person, no response has been received. It is unknown if the device is available for return and evaluation. Pathology has been unable to locate the valve. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The event was reported as an explant due to "patient prosthesis mismatch" which is typically associated with explant of an aortic valve. Clarification of this pre-operative diagnosis was requested. The operative report has been requested and is reportedly being sent via mail but has not yet been received. If new information becomes available, a supplemental report will be submitted. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, it is unknown if there are any patient contributing factors which led towards explant of this device.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, a copy of the operative report was received. Describe event or problem has been updated with new information. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the valve was explanted due to stenosis and patient prosthesis mismatch. A root enlargement was done. The 25mm mitral pericardial valve was explanted and replaced with a 33mm mechanical prosthesis. It was noted this patient had a history of rheumatic heart disease (rhd). Rhd ends up affecting about half the people who have had rheumatic fever with carditis. The endocarditis in rheumatic fever is caused by an autoimmune process that affects many parts of the body in addition to the heart, and is triggered by a reaction to the streptococcal bacteria in strep throat. Most of the time, rheumatic heart disease is diagnosed 10 to 20 years after being "triggered" by acute rheumatic fever. Once rheumatic valvular disease begins, it tends to continually worsen over time. Repeated episodes of rheumatic fever can accelerate the deterioration of the patient¿s native heart valves. Overtime, rheumatic heart disease leads to heavy calcium deposits on the mitral and aortic valve. It is unclear whether or not the patient¿s medical history combined with surgical technique played a contributing role in the clinical observations.